Event description:
The facility representative reported a flo-gard infusion pump with a failure. This condition was found during programming/setup in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. Baxter quality engineering determined this condition to be failure code 73. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a failure was confirmed and reproduced by baxter service personnel as failure code 73. The root cause of this condition was determined to be loose motor coupler screws. The motor coupler screws were tightened to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.